Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the split in the cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that she had a blood glucose (bg) level of 231 mg/dl at 9:11 pm on (B)(6) 2013. On (B)(6) 2013 at 8:40 am, her bg level was 306 mg/dl. She deactivated the pod and noticed that insulin was present on the tip of the cannula, as well as half way up the length of the cannula. The customer believes that the cannula had a small split in the material that allowed the insulin to leak out of the cannula.